Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a procedure to treat paroxysmal atrial fibrillation a farawave catheter was selected for use, however, the guidewire lumen catheter was broken while preparing the electrode, therefore it was decided to replace the device and the issue was resolved. The procedure was completed. No patient complications were reported. The device is expected to be returned for laboratory analsysis.

Manufacturer narrative:
Upon device return and inspection, it was observed that the guidewire lumen was no longer adhered to the tip of the spline cage. Due to the delamination of the guidewire lumen from the tip of the spline cage, deployment of the catheter was not possible. The device was dissected to inspect for any potential abnormalities that could lead to deployment issues. Some kinking of the flush lumen was observed. The complaint was confirmed through cis analysis.

Event description:
It was reported that during preparation for a procedure to treat paroxysmal atrial fibrillation a farawave catheter was selected for use, however, the guidewire lumen catheter was broken while preparing the electrode, therefore it was decided to replace the device and the issue was resolved. The procedure was completed. No patient complications were reported. The device has been returned for laboratory analysis.